Event description:
Additional information was received from the patient. They called in reporting the same information. They said they had an x-ray done which showed that the "main part of the stimulator moved" and needs to be replaced. They said something had come out of something and is not where it is supposed to be. Reviewed adverse events and ins longevity. They asked who would pay for the device to be replaced. They also said the device "stopped working".

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va17ljf, implanted: (B)(6) 2017, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 , lot#: va17ljf, implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  "almost 10-11 months ago" pt had an ablation(unrelated) done on their back and stated during the ablation when pt was under x-ray on the table pt's hcp had pt turn their head around and reported "the battery popped out of the implant". Pt stated this is still implanted in pt's body. Agent inquired if the lead disconnected from the ins and reviewed general overview of ins and pt reported "something had detached from something else". Pt stated dr seemed concerned that "it was not where it's supposed to be". Pt stated the hcp said this was the battery. Pt has not followed up with hcp as this occurred in ohio and pt currently resides in myrtle beach. Pt clarified event date as "been about a year since my ablation". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.